Event description:
User received erroneous calcium results for several pt samples. Two examples were provided. Sample 1 initial result 8.2 mg/dl, repeat on another analyzer gave 9.0 mg/dl. Sample 2 initial result 7.9 mg/dl, repeat on another analyzer gave 9.0 mg/dl. The erroneous results were reported and corrected. No treatment was received based on the erroneous results. The field service representative determined the cause to be a dirty stirrer paddle and cleaned the stirrer paddle, channel and probe. Performance tests were performed.